Manufacturer narrative:
Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with peeling serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose for the last few days. He has switched insulin and infusion sets. During high blood glucose troubleshooting, his blood glucose was 373 mg/dl and his current is the same. He treated with the pump. On (B)(6) 2017, the customer changed his infusion set twice within the last 24 hours. His blood glucose was around 400 mg/dl and he had to go to the hospital and was feeling okay. He stated that he had received an insulin flow blocked alarm. The customer declined to perform the high pressure test. The insulin pump will be returned for analysis.